Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. A gfe response indicated the device is currently functioning as expected, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs or configuration were available for review. The device was said to be functioning as expected currently. However, due to insufficient information philips was unable to conduct functional analysis of the device the I device remains at customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor did not alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.